Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer line 2 = (B)(6). E1: customer additional phone = (B)(6). G4: PMA/510(k) number = exempt h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone removal procedure, the user detected that the basket wire of an ngage nitinol stone extractor was detached. The issue with this device was discovered prior to patient contact and it was not used on a patient. Another same identical device was used to complete the procedure. A photo of the device showed that the wires were detached from the basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a stone removal procedure, the user detected that the basket wire of an ngage nitinol stone extractor was detached. The issue with this device was discovered prior to patient contact and it was not used on a patient. Another same identical device was used to complete the procedure. A photo of the device showed that the wires were detached from the basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation interview of personnel, as well as a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ngage nitinol stone extractor was returned in an open. Labeled package. Upon inspection of the device, the basket had separated from the distal end of the basket sheath, exposing the proximal ends of the basket wires. The basket would not open. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history shows one non-conformance recorded for the shrink tube was damaged. It is possible that it was a related issue to the complaint issue. The non-conformance report did not contain enough detail to conclusively determine if the issues are related. The device was scrapped. A review of complaint history records shows no other complaints associated with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have a basket that would not open due to detachment of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The cause of the complaint could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.